Event description:
Litigation papers allege: on (B)(6) 2007, patient was implanted with a pinnacle hip on her right side. Shortly after surgery, patient began experiencing pain in her right hip and groin. This went on for months and included swelling and deformity of the right hip. She experienced constant pain, swelling, tissue necrosis and damage, and squeaking and popping sounds coming from her hip. On (B)(6) 2010, patient underwent revision surgery. **update** (B)(4) 2012 - medical records received and attached electronically. Medical records indicated massive metallosis, pseudotumor, and vertical positioning of cup.

Manufacturer narrative:
**Update**(B)(6) 2012-medical records received and attached electronically. Medical records indicated massive metalosis, pseudotumor, and vertical positioning of cup. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear metallosis and elevated metal ions. Added state, surgeon, and product details. Added stem due to alleged elevated metal ions and added screws due to the alleged vertical positioning of cup. Doi: (B)(6) 2007; dor: (B)(6) 2010; (right hip).